Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6). Updated fields: b4, e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue and reported that restarting the unit and reconnecting all cables did not solve the issue. The fse determined the failure was caused by the video receiver to lcd cable. The malfunctioning part was replaced. The unit passed all functional and safety checks to factory specification.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs100 intra-aortic balloon pump (iabp) screen becomes distorted, after turning on the computer. There was no patient involvement.